Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during the intraocular lens implant (iol) procedure, after implantation the surgeon noticed surface haze. The surgeon cut and removed the lens. The surgery was completed with other lens, had a normal appearance· additional information has been requested however no further information available.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was returned for analysis and the reported complaint was observed. Intraocular lens (iol) returned positioned incorrectly in the iol case. Solution is dried on the iol. The lens is returned in two segments adhered to each other with solution. The reported haze cannot be confirmed due to condition of the returned sample. The sample was cleaned for further evaluation. Sheen observed on the lens surface. The root cause is deemed to be manufacturing related. Complaints have been received describing that lenses were reported by doctors for the presence of a "polychromatic sheen" visible. The cause of "sheen" or "film-like" appearance is a result of a change in the positioning of the iol during the manufacturing process and is not associated with any foreign material or contamination. The observation has been reported clinically and confirmed in laboratory settings to disappear over time following implantation. The appearance is a result of a temporary change in the surface of the iol that occurs during the delivery process, which is only visible under certain orientations and illumination settings. This resolves once the iol is delivered and exposed to body temperature over time. There are no adverse impacts or lasting effects on the iol or the patient. Based on the results of the product investigation and testing, it was confirmed there are no adverse events or clinical impact on vision associated with this finding. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in a.1., a.2., a.3.a., b.5., d.9., d.10. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and stated that, there was no impact to the patient. Iol exchange performed immediately. The surgeon¿s prognosis was excellent. The patient's issues resolved.